Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. Physio-control observed during the device evaluation that the device powered on and powered itself off again after 3 to 5 seconds. The device would not remain on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. It was observed that the device would power on, but would power off again by itself after 3 - 5 seconds. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported failure was due to excessive power cycles and on time, which had depleted the device's internal hlc batteries. It was observed that the device had logged over 8.3 hours of use from the first code being logged until present time. The device would not stay on to charge and shock defribillation energy. A replacement device was provided to the customer under warranty.